Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the customer had a motor error alarm and low suspend alarm on insulin pump. The customer's glucose level was 196 mg/dl. The troubleshooting was performed. The customer was advised to monitor the insulin pump. The customer was advised the insulin pump will be replaced. No further assistance is needed.